Manufacturer narrative:
A visual assessment was performed after disinfection. The catheter was kinked near the distal end. As received, the working channel sleeve did not protrude. However, maximum protrusion was observed when the distal tip was articulated by turning the small knob in the counterclockwise direction. A functional assessment was performed. A spybite was inserted into the working channel port while the working length was held loops and the distal end of the device was inserted into the fixture simulating tortuous anatomy. The spybite passed freely and without resistance through the working channel. The complaint was not confirmed. The spyscope ds device was removed from the fixture; the spybite again passed freely and without resistance through the working channel, with the tip in its neutral configuration. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. It was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the spybite biopsy forceps would not advance through the spyscope ds. Reportedly, there was no visible damage noted with the spyscope ds. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.